Event description:
It was reported that ts was consulted to review the data for this right ventricular (rv) lead. Ts reviewed stored data and noted it exhibited high out of range impedance measurements, with the impedance been gradual. Technical services (ts) was consulted and discussed stored data as well as available programming options. This rv lead remains in service. No adverse patient effects were reported.